Event description:
A 6.3 inr with protime system vs. 4.9 inr with an unspecified laboratory system. Pt therapeutic range not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures. MFR method: no product returned from user facility. MFR results: customer complaint could not be confirmed. MFR conclusions: no conclusion can be drawn.